Event description:
When I turned it on it exploded and there was a fire. I was afraid because there was smoke. It is not working and it was very defective. Please send back my money. I will send you photos from -email. I am very angry and afraid of fires.